Event description:
It is reported that the customer had high blood glucose levels of 170 mg/dl. According to the customer, she received a low battery test then a motor error alarm from the insulin pump. Advised customer that insulin pump will need to be replaced. Advised customer to discontinue use of the insulin pump and revert to back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder signal. The basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to the constant motor error alarm. The operating currents, low battery alarm and off no power alarm could not be verified due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.